Event description:
The affiliate reported: (B)(4) was reported that the surgeon might have damaged the patient¿s pulmonary artery with the device when it was inserted from insertion site of scalp during the v-p shunt surgery. It was happened in (B)(6) 2013, and no further information was provided. The customer would like to know if similar cases like this event are ever reported before. There were no surgical delay greater than 30 min and no adverse consequences to the patient. (B)(6) a complaint report was generated for the past 3 years and there have been no other similar complaints.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.